Event description:
During shift check, the autopulse li-ion battery (s/n (B)(4) failed to power on the autopulse platform. The status leds on the battery were showing 4 solid green lights, indicating that the battery was fully charged. No patient involvement.

Manufacturer narrative:
The autopulse li-ion battery in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.